Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies with the previous sensor. Customer stated that the sensor was reading 100 mg/dl and the insulin pump went into threshold suspend but when she woke up, her blood glucose was 300 mg/dl. Customer stated that the sensor in use at the time of the call, gave her calibration errors and change sensor alerts. Blood glucose was 148 mg/dl. Customer stated that only one of the sensors came out bent. Customer was advised to monitor and change sensor if necessary. Product would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications also, found the cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.